Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the collette on the pump segment was broken out of the package. The missing piece was unable to located in the kit. The cause of the event was unknown. Per physician, the patient¿s pump pocket was filling with fluid quickly. He also reported needing to aspirate fluid every time before pump refill to be able to access pump. The pump was flipping. The pump segment was implanted to replace the coiled pump segment of the original catheter. He placed another purse string. The physician made a new pump pocket. The old catheter was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: explanted: product type catheter product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-jun-2027, UDI #: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 05-sep-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the returned catheter found ¿catheter pin connector ¿ distal collet missing¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.